Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30370432) failed to be re-sheathed during the procedure. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The coil introducer was observed partially zipped and in good condition. The marker band was found at 38cm from the hub; this is within specification. The returned device underwent microscopic inspection. The distal outer sheath had not been softened, indicating that the resistance heating (rh) coil had not been heated and the detachment process had not been initiated. The embolic coil was observed mechanically separated from the rest of the device component, in kinked and stretched condition. There are several stretched areas, the coil is also tangled with the resheathing tool. There are some residues of biological material observed on the device. A review of manufacturing documentation associated with this lot (30370432) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue documented in the complaint that the complaint coil failed to be re-sheathed was confirmed based on the visual and microscopic inspection performed. The condition of the returned device suggests that excessive force was exerted on the device. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful, therefore there is limited information available. Coil stretching and kinking are known potential issues associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as stretching and kinking from occurring. The stretched and kinked conditions observed on the embolic coil of the returned device were not originally reported with the complaint. The returned device did not show evidence that a detachment cycle had been initiated, however, the embolic coil was mechanically separated from the device. With the limited information available related to the procedure and the reported device issue, the exact cause of the mechanically separated coil in stretched and kinked condition cannot be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the attempt to resheath the coil where it was reported that the coil introducer failed to be re-zipped. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil mechanically separated from the device and in the observed stretched and kinked conditions. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30370432) failed to be re-sheathed during the procedure. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed to be mechanically detached from the delivery system, in stretched and kinked condition. Based on the product analysis 13 january 2021, this event has been deemed MDR reportable as ¿malfunctions.¿